Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels up to 400 mg/dl and trace to high levels of ketones. Correction boluses via the pump were delivered to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.